Event description:
It was reported that a tandem mobi cartridge alarm occurred during the cartridge loading process. There was no adverse impact on the customer's blood glucose level. The customer successfully followed instructions to remove the cartridge and deliver a bolus, allowing them to resume insulin therapy. The clinical support team also identified recurring occlusion alarms when the pump had around 100 units left, leading to wasted supplies and insulin. Despite several troubleshooting attempts, the issues persisted, and plans were made to replace the pump under warranty. The customer was informed of the necessary steps for handling and returning the pump. The customer will continue using current pump.